Event description:
The patient did not have relief following implant. The patient also had a small lump over where the catheter was. The healthcare provider (hcp) took an x-ray and determined that the catheter was crinkled; it was outside of the patient's spine; the medication was going throughout the patient's body. On (B)(6) 2012, a catheter revision was done; they "smoothly put it in right." In early to mid (B)(6), the patient fell and broke his leg. Since then, the lump on his back was getting "pretty good sized"; it was approximately 3 inches in diameter and approximately a half an inch high. It was exactly where it was the last time when the catheter "wasn't in right." It was not painful; it was visible and palpable. The hcp was thinking it was body fluids building up. They were also thinking that the catheter was not where it belonged because of the fall; they were thinking that it had moved again. The patient had an appointment scheduled for mid-december to check the area. The patient had been put on percocet so they weren't sure whether the pump was helping or not. The device system was delivering morphine and another drug; the reporter could not remember the name of the other drug. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information: it was reported that the bump in the back was 2 inches wide 1.5 inches in height; doesn't hurt, and 'nobody seems to know what it is.' It was added that the managing physician checked the patient on (B)(6) 2013, x-rays were taken; it was noted that the catheter was in correctly and the medicine's going where it's supposed to. Patient was advised that 'if it's not hurting, don't bother.' Patient was but concerned and was thinking that if he doesn't get very many answers within the next month on his next physician visit he'd probably take it out. Patient was on percocet and hence was unsure if he was getting any relief from the device system; however added that 'they made sure that the medicine was going where it was supposed to go, that the catheter wasn't crinkled or anything.' Patient had also followed up with his primary care physician on the morning of the date of this report and he wasn't worried about it, either. A follow-up report will be sent if additional information becomes available.